Manufacturer narrative:
The provided calibration data showed no problems before the day of the event. On the day of the event, calibrations failed twice and then the customer calibrated successfully a third time. Control recovery before the event was not provided. On the day of the event, controls failed for both levels. When repeating controls later, they were back within range. The sample centrifugation time was shorter and the speed was faster than recommended by the tube manufacturer. A review of alarm trace data showed abnormal aspiration errors. These are indicators of possible poor sample quality. The field service engineer found the reaction cells were overflowing. The probes and cuvette levels were adjusted. Controls were tested. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable low results for an unspecified number of patient samples tested with online tdm vancomycin gen.3 on a cobas 8000 c 502 module. The customer stated that controls were outside of range. The customer re-calibrated, but calibration failed. They loaded a new reagent pack and used new calibrator material, but controls still failed. The customer then decided to repeat patient samples on a second analyzer. An example was provided for one patient sample with discrepant vancomycin results. The sample initially resulted in a vancomycin value of 7.8 ug/ml. When repeated on a second analyzer, the result was 10.5 ug/ml. The repeat value was deemed correct.